Event description:
The patient was laying in bed on a heated high flow nasal cannula when the cannula broke, causing the patient to lose oxygen and desaturate to 50%. The tubing is coming apart. This happened on 2 different nasal cannulas both on the same patient.